Event description:
Caller reported a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete information on performing a pump reset, and the caller planned to reset the pump at their convenience and contact support again if the issue persisted.